Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6996sq58, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had no atrial lead and was programmed at the lowest sensitivity setting, but it still sensed far field r-wave (ffrw) due to phantom crosstalk. Reprogramming of post-ventricular atrial blanking period (pvab) was performed. The device remains in use. No patient complications have been reported as a result of this event.